Event description:
The international customer reported the ventilator alarmed due to oxygen not available while in use on a patient. The customer reported the device continued to ventilate the patient and there was no patient harm. If the ventilator discontinues oxygen support it will continue to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient. The manufacturers service technician replaced the gas delivery system to address the reported problem.

Manufacturer narrative:
Gas delivery system.